Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. A visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the lead had noise and was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to an elevated sensing integrity counter (sic) and high rate non-sustained tachycardia episodes on the right ventricular (rv) lead. Also, the rv pacing impedance trend showed a slight increase. The lead remains in use. No patient complications have been reported as a result of this event.